Manufacturer narrative:
The patient surgical images were evaluated and noted that the capsulotomy began to break into the anterior chamber on frame 6 and finished on frame 7. The laser was firing at the correct z location. Further review of the surgical images between frames 21 and 42, do show the development and propagation of gas along the posterior of the capsular bag between the 10 o'clock and 3 o'clock position. The doctor described the chamber appearing deeper temporally which would be consistent with the largest gas build up. The gas accumulation coupled with the fairly significant dense posterior cataract could have made for a difficult lens extraction without stressing the capsular bag. There are no indications that the laser fired and impacted the posterior capsular bag, however, the proximity of the posterior cataract and the increased stress from additional gas build up could have contributed to issues with the posterior capsule when attempting to remove the lens.

Event description:
A customer reported to a distributor representative on (B)(6) 2015 that had a capsule tear on a patient.

Manufacturer narrative:
The patient surgical images were evaluated and noted that the capsulotomy began to break into the anterior chamber on frame 6 and finished on frame 7. The laser was firing at the correct z location. Further review of the surgical images between frames 21 and 42, do show the development and propagation of gas along the posterior of the capsular bag between the 10 o'clock and 3 o'clock position. The doctor described the chamber appearing deeper temporally which would be consistent with the largest gas build up. The gas accumulation coupled with the fairly significant dense posterior cataract could have made for a difficult lens extraction without stressing the capsular bag. There are no indications that the laser fired and impacted the posterior capsular bag, however, the proximity of the posterior cataract and the increased stress from additional gas build up could have contributed to issues with the posterior capsule when attempting to remove the lens.

Event description:
A customer reported to a distributor representative on (B)(6)2015 that had a capsule tear on a patient.